Event description:
Physician advanced synergy stent 4.0 mm x 24 mm in left circumflex artery; stent came off balloon; physician covered said stent with another stent; physician notes in operative report: stripped synergy stent that was managed by crushing it against the proximal circumflex artery and stenting across it with a 3.5 x 26 resolute integrity drug-eluting stent. No further complications; patient stable. Manufacturer response for synergy stent, synergy stent (per site reporter): just returned 3/28/2017.